Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A surgeon report difficulty opening flap edge inferiorly in a patient's right eye during lasik. Surgeon used corneal scissors to complete flap edges. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event of incomplete flap, difficult to open flap edge inferiorly, was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).